Event description:
Caller states that he performed a back to back test with the following results: 320 mg/dl and 160 mg/dl. He also states that he received a high result (not provided) and took 6 units of insulin. Two hours later he reports having low blood glucose symptoms and ate candy. He reports that he felt better after eating the candy. No quality controls were used. Requested return of suspect device and replacement was sent.